Event description:
The customer reported that they received an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). The sample initially resulted as < 0.2 ng/ml and this value was reported outside of the laboratory. A doctor questioned this initial value since the patient recovered 116.4 ng/ml on (B)(6) 2013 and had received chemotherapy. The sample was repeated twice on (B)(6) 2013 on a different e module, serial number (B)(4), resulting as 76.64 ng/ml and 73.72 ng/ml. The repeats were run in a pour off tube. The value of 76.64 ng/ml was believed to be correct. The patient was not adversely affected by the event. The cea reagent lot number was 16845103 with an expiration date of 09/30/2013. The field service representative determined that there was a clot in the sample. He repeated the pour off tube twice. He observed that the analyzer was performing correctly per specifications. All system checks were successful. The customer ran quality controls and all ran ok. Performance testing was successful.

Manufacturer narrative:
It was determined that the initial cea sample result was 0.200 accompanied by a data flag.

Manufacturer narrative:
A specific root cause could not be determined. It is possible that the was caused by the clot in the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.